Event description:
Facility reported that while a patient was being moved to a bed, in the sling of a rpa600-1 heavy duty patient lift, the left side of the sling came off the lift. The sling was still in tact with no damage to the sling or the lift. End user fell to floor, was sent to the emergency room for evalutation. User sustained bruises / contusions to the back of the head and left elbow. Facility is not aware of how the sling came off the lift.